Manufacturer narrative:
A partial lead was returned in two segments for analysis. Internal insulation abrasion under the rv shock coil was noted at 3.5-6.0cm from the distal tip. The etfe coating was abraded at this location, consistent with the field observation of noise and inappropriate shock.

Event description:
New information received notes that the lead was explanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the hospital after receiving a vibratory patient notification. Upon interrogation, noise was observed. The device appropriately inhibited therapy. The noise was unable to reproduce with aggressive isometrics and pocket manipulation. Two weeks later, the patient presented to clinic for follow-up after receiving inappropriate shocks due to noise. Tachy therapies were disabled and the patient was scheduled for an extraction.